Manufacturer narrative:
No button error alarm was received. There was intermittent response from the buttons, due to moisture damge on the keypad traces. The device was also received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons were not responding. Customer's blood glucose was 153 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.